Event description:
Pt reaction with second re-use dialyzer. Within 3 minutes of treatment, pt became nauseous and vomited clear fluid. Dialysis was stopped, and machine was placed in bypass. Pt became diaphoretic and reported difficulty breathing. Pt could not speak; oxygen administered. Treatment was terminated, blood not returned.